Manufacturer narrative:
Investigation outcome: it was reported that the flow/volume kept decreasing during use and the device generated low volume alarms. There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The pressure sensor assembly (B)(6) was sent to be replaced by the customer. However, there was no response from the customer after several requests for additional information if replacing it resolved the issue. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "flow volume kept decreasing/low volume alarms" - no health consequences or impact - no intervention necessary the case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.